Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for holder separates was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using a bd vacutainer® one use holder, one holder broke off from the np needle device. There was no health impact or consequences reported.